Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 500 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 500 mg/dl. Customer blood glucose reading at the time of (B)(6) 2017. Customer did not have symptom. Customer treated their high blood glucose reading with the insulin pump. Customer stated drive support was normal. Customer did have air bubbles or leaks. Customer stated the cannula was last changed on (B)(6) 2017. Customer stated the cannula was not bent. Customer reported site was changed every 2/3. Customer was removed and changed their set. Customer reported basal rates were programmed inaccurately. Customer did not perform high pressure test. Products will not be returning for analysis.